Manufacturer narrative:
The reagent lot number is 70154601 and the expiration date is 31-may-2024. Calibration was last performed on (B)(6) 2023. The customer verbally stated their qc was acceptable on the day of the event. It was found that the customer centrifuges samples for 5 minutes at 6000 rpm, which may be too short and too fast. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that water was being dragged from one reaction cell to adjacent cells. The fse adjusted the rinse levels and one of the squeegees hitting the top of the cells. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable vanc2 vancomycin results for 1 patient sample on a cobas 6000 c (501) module. The initial vanc2 result was 4.0 ug/ml with flag. The pharmacist questioned the result as it did not meet the patient's clinical picture and the sample was repeated. The repeat result was 10.8 ug/ml. The repeat result was deemed correct.